Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 524 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2024 with no known permanent damage. Reportedly, pump touchscreen had colorful lines that blocked the display. The customer reverted to manual injections for insulin therapy.